Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they were trying to charge their implanted neurostimulator (ins) 2 nights ago and saw system problem "m03" on the screen. Agent asked if the message said rm03 and patient said no. Patient said they are thinking it could be that their ins battery might be dead and asked about battery longevity. Patient said they have been having difficulty recharging the ins for probably 6-7 months and it is very difficult for them to get the implant charged because it keeps saying device not found when the recharger is right over the ins and it takes forever to charge. Patient mentioned they have reset the controller but the screen wouldn't come on. Patient said the belt is a pain in the butt. During call, agent had patient attempt to recharge the ins. Patient reported seeing the recharging screen #49 but then a moment later saw screen #76 poor recharge quality without moving the recharger. Patient said this happen all the time. Patient attempted to press try again multiple times on screen #76 but reported nothing happened, the screen did not change. The issue was not resolved through troubleshooting. Patient also mentioned that the ins battery has not broken skin but is protruding out of their back and it wasn't before. Patient asked if this may be related to the recharging issues. When asked when the issue started, patient said it has been a slow progression but the way it is protruding now has not been longer than maybe 6 weeks. Patient said it has probably been happening for years now. Patient mentioned they don't know how many times they have been to the ER because their back hurt right where the ins battery is. Agent redirected to healthcare provider. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 (serial: (B)(6); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.